Event description:
The 840 ventilator stopped cycling while in use on a patient. The customer states the patient was not harmed or injured as a result of the event. The customer states she inspected the device and replaced the power supply. The customer states the unit passed extended self testing.

Manufacturer narrative:
Customer inspected equipment. Puritan bennett was not authorized to inspect unit.